Event description:
It was reported that the device reached elective replacement indicator (eri) in three years and early battery depletion was suspected. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high thresholds. The physician believed the high thresholds were due to patient anatomy; however, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2004. 4196 implantable pacing lead: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 79% of expected longevity, with the battery at 98% on the depletion curve, equaling 81% projected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.